Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no reported adverse impact to the customer¿s blood glucose level. Customer performed a supply change to address the issue.